Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported multiple, intermittent occlusion alarms occurred. The customer's blood glucose level ranged between 100-200mg/dl. A manual injection was administered and an infusion set site change was performed to address the bg levels. Supply changes were performed to address the occlusion alarms and no damage to the infusion set cannulas or other pump supplies was observed during these supply changes. As the occlusion alarms had occurred in the past, tandem technical support was unable to perform a system check to determine a possible cause of the occlusions.